Manufacturer narrative:
The cause for the non-reproducible elevated advia centaur xp prge result is unknown. Quality control results were acceptable. No other reports of non-reproducible prge results have been reported by this customer on this system since this report. A field service engineer went on site and had no relevant findings. The sample is no longer available for testing but repeat testing on a second advia centaur showed comparable.

Event description:
The customer observed an elevated advia centaur xp progesterone (prge) patient result that did not reproduce upon repeat testing. There are no reports that treatment was altered or prescribed based on the elevated result. There are no reports or adverse health consequences based on the elevated advia centaur xp prge result.